Event description:
On (B)(6) 2022: pt presented to mm ed via ambulance with complaints of ICD shock x6. While in the ed, they remained in vt and experienced an additional 19 ICD discharges for which he was started on amiodarone bolus with successful conversion to nsr. Ep was consulted and ultimately recommended magnet placement on device given failed shocks; (B)(6) 2022: pt underwent vats/left sympathectomy. Intraoperative course was complicated by lung perforation and subsequent left ptx which resolved with conservative management. Please see operative report for full details. Recovered in the cvicu where his course was complicated by hypotension requiring dopamine and vasoactive infusion, splenic hemorrhage requiring ir embolization and transfusion (3prbc/2ffp). Acs was consulted and recommended no further surgical intervention. Pt further developed transaminitis and hyperbilirubinemia both of which resolved with conservative measures. On (B)(6) 2022: deemed appropriate for transfer to the cardiac surgery step down floor. On (B)(6) 2022: pt was transferred back to the ICU for sustained vt for which he had multiple (reported 5x) ICD discharges. He was briefly placed on amiodarone and lidocaine infusions with maintained rhythm control. Was successfully transitioned back to a po regimen and transitioned back to the telemetry floor. On (B)(6) 2022: pt underwent dft and sq array implant; (B)(6) 2022: pt discharged. FDA safety report ID# (B)(4).